Event description:
The customer reported that this bur guard got hot during use in oral surgery. The procedure was completed as intended with an another bur guard and drill. There was no report of injury of surgical delay with this event.

Manufacturer narrative:
Investigation results: to date, the bur guard has not been returned for evaluation. A follow up report will be filed upon receipt of the product and completion of an investigation. It was noted that this bur guard was manufactured in april, 2004 and has no history of repair at conmed linvatec. The customer will be contacted with information regarding care and maintenance for this product.